Manufacturer narrative:
Submit date: 1/12/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's screen is not working.

Manufacturer narrative:
Based on additional information received from the customer, event has been updated accordingly and has been updated to state: "the mother dropped the feeding pump and the lcd screen would not pull up." Due to this information, the complaint is deemed as a non-reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's screen is not working. The mother dropped the feeding pump and the lcd screen would not pull up.